Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized on the same day as event onset. The cause of the event was unknown. On the same day as the event onset, the patient started treatment with vancomycin (1g; frequency, route, and duration not reported) and fortum (1g; route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.